Event description:
The customer stated that his meter was reading higher than his doctor's meter. While troubleshooting, he performed control tests and received a result of 153 mg/dl. The normal control range is 92-104 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.